Event description:
Our rep. That during a shoulder procedure a portion of the distal tip of the expressew needle broke off into the pt's joint space. All was retrieved and the case was concluded successfully without further incident or harm to the pt.